Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years, 10 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that after over 6.5 years of support, a 5 second pump stop occurred on (B)(6) 2017 at 06:32 am. Approximately 5.25 hours later, at 11:45 am, the patient had seizures with a loss of awareness. Cardiopulmonary resuscitation was performed and the patient was admitted to the hospital. A cranial CT scan showed no signs of stroke or intracerebral bleeding. On (B)(6) 2017, the patient had a second seizure. A new cranial CT scan revealed no signs of stroke or intracerebral bleeding. System controller log files submitted to the manufacturer's technical services representative showed no events after the pump stoppage on (B)(6) 2017. The patient subsequently expired on (B)(6) 2017 in the ICU due to sepsis and grand mal epilepsy. Additional information was requested but was not provided.

Manufacturer narrative:
The device was not explanted and therefore, was not available for evaluation; however, the report of pump stops was confirmed through the evaluation of the submitted system controller log file dated (B)(6) 2017. The submitted log file confirmed low speed operation and pump stop events on (B)(6) 2017 at 06:32 and 16:11 while the system was connected the power module. Although these events appeared consistent with a potentially compromised wire in the percutaneous lead, a specific cause for these events could not be conclusively determined based on the log file evaluation. Furthermore, a correlation between the device and the reported sepsis and grand mal epilepsy could not be conclusively determined. Sepsis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.